Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for atrial flutter. Patient had complaints of palpitations. The atrial flutter was resolved by ablation.

Event description:
New information notes that the patient underwent a transesophageal echocardiography mediated cardioversion. In addition, the patient underwent another atrial flutter ablation with radiofrequency. Ablation was without complication and the patient was discharged.